Event description:
It was reported to philips that the x-ray stopped working during a case, with generator-related messages found on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service performed calibration and conditioning, returning the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).